Event description:
After the needle had been advanced 1cm into an unclear tibial cortical bone tumor for biopsy, the plastic hub detached from the metal cannula. This occurred under tension the axial direction of the needle when trying to remove the specimen. The patient was hospitalized for surgical removal of the needle the following day.